Manufacturer narrative:
The serial number of the device was requested but was not available, therefore the expiration date, manufacture date are unknown. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained approximately 56 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured no external power and low voltage hazard alarms due to temporary losses of power while connected to the mpu on (B)(6) 2021 from 18:51:59 to 18:52:00, (B)(6) 2021 from 22:35:38 to 22:35:39, and (B)(6) 2021 at 12:01:36 and 15:24:43. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during all losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The provided information indicated the patient's significant other had the turned the power off on (B)(6) 2021, which would have resulted in no external power alarms while connected to the mpu. The provided information stated that aside from when the power was turned off, the cause of the other alarms was unknown. Additional information provided stated that the serial number of the mpu is unknown and it is unknown if the ac power cord has a v-lock connector. The root cause of one of the no external power alarms appears to be due to the patient's significant other turning the power off while the patient was connected to the mpu; the root cause of the remaining no external power alarms could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. The heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and the heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate ii patient handbook and the heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that based on log file analysis, the no external power alarms on (B)(6)2021 at 18:51, (B)(6) 2021 at 22:35, (B)(6) 2021 at 12:01, and (B)(6) 2021 at 15:24 while the device was connected to mobile power unit. The hospital did state that the patient was unaware of what caused the alarm and the patient's significant other had turn the power off. No additional information provided.